Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found. Failure analysis found the primary failure of instrument main tube broken to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.065¿ x 0.260¿ was not returned with the instrument. The breakage was observed at the distal end of the main tube. Additional observation(s) not related to the customer reported complaint: the instrument was found to have scratch marks/abrasions on the edge a on one surface area of the bipolar yaw pulley. The abrasions showed the material were lifted-off, no issue of fragments fell. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.085¿ - 0.19'' in length and were not aligned with the tube axis. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire's insulation found scraped at yaw pulley distal end with no exposed internal wire. No sign of thermal damage was observed. No missing piece of the insulation wire. The instrument pass electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the fenestrated bipolar forceps by the customer, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. A review of the customer's provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the instrument¿s proximal clevis was dislodged from its normal position on the main tube. The main tube also appeared to be broken.

Event description:
It was reported that during a da vinci-assisted pneumonectomy surgical procedure, the wrist portion of a fenestrated bipolar forceps instrument was found to be bent at an angle relative to the shaft. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: it was confirmed that no fragment fell into the patient. The fenestrated bipolar forceps instrument was inspected prior to use. The physician did not notice any functionality issues with the instrument during the procedure. There was no additional resistance when the customer removed the instrument. When the customer wanted to remove the instrument, the wrist could not be straightened from the surgeon console. Thus, the customer felt some resistance when they removed it. After the removal, the customer noticed that the wrist was bent. There was not any other damage noticed to the instrument after the event occurred. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.